Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen. The patient's medical history included parkinson's disease and spinal cord disease. At the end of (B)(6) a dye study was performed and the catheter appeared epidural instead of intrathecal. On (B)(6) 2015, the patient underwent a catheter revision to revise the spinal segment of the catheter. A new spinal segment was used to replace the spinal segment that was epidural. Additional information was requested for drug details, symptoms related to the catheter issue, date and cause of the catheter issue.

Manufacturer narrative:
Corrected information: patient code is no longer applicable for this event and is being replaced. Corrected information: conclusion code is no longer applicable for this event.

Event description:
Additional information was received on 28-sep-2015 and it was reported that prior to the catheter migration surgery, the concentration of compounded baclofen was 200mcg/ml, dose 185.59mcg/day, simple continuous infusion. The pump was then changed out to 400mcg/ml of baclofen and the dose increased by 25% to 222.49 mcg/day. It was unknown exactly when or why the catheter dislodged from the intrathecal space. The related symptom was the patient had no improvement following the pump implant as compared to the test dose he had received.